Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report, the leads were inserted first and the measurements were normal. The pacemaker was then connected to the leads and pacing was confirmed for both sides (atrial and ventricular); however, p wave undersensing was noted (atrial sensing was programmed at 0.6 mv). Lead impedance test was normal (atrial: 503 ohms, ventricular: 780 ohms). A sensing test was carried out but no spontaneous beats were confirmed at the ventricular side and only ventricular pacing was observed. At the atrial side, noise sensing was detected. The sensing test was carried out again but with the same results. The device was not implanted and returned for analysis; it was reported that no patient file was available. Another device was successfully implanted.